Event description:
It was reported that during a lap cholecystectomy, while firing the third clip, the clip would not hold. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip, damaged shroud top the analysis results found that the instrument was returned with the top shroud damaged. The instrument was cycled, one scissored clip class iii was fed and then, the instrument locked out as intended. No conclusion could be reached as to how the top shroud became damaged. No incident related to the reported event was observed during the batch record review.

Event description:
Customer reportedly received a result of 5.7 mmol/l on the mobile system and 2.9 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.